Manufacturer narrative:
Concomitant medical products-patient medications: norvasc, lipitor, lovaza, losartan, celebrex, alprazolam, and percocet. (B)(6).

Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated procedure. It was reported that on follow up computed tomography (CT date is unknown) scans revealed aneurysm sac expansion without obvious endoleak. Follow up dynamic mra (date is unknown) revealed contrast jet at end of right contra limb as well as an area of malapposition. Angio confirmed, there was 2cm of length noted from stent to hypogastric artery. A distal type I endoleak was observed. The physician reintervened on (B)(6) 2018, and extended to the hypogastric artery with gore® excluder® aaa endoprostheses (plc181000/18556838). Completion angio revealed absence of endoleak and complete apposition of extension. The patient tolerated the procedure.